Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the bolus recommendations provided by the blood glucose monitor are not accurate. The patient reported that the meter does not release the corrective insulin, resulting in a high blood glucose level. The patient could only lower the blood glucose level with insulin correction, which she administered manually via the pump.